Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 260 mg/dl. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
During a follow up call on (B)(6) 2015, the customer indicated manual injections were administered and blood glucose level was within the target range of 120 mg/dl. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.